Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
It was reported that the tip of the subglottic port cracked. There was difficulty maintaining pressure, and there were less secretions being aspirated. An emergent tracheostomy tube change was performed as a result. The defective device was discarded. The aforementioned product problems did not cause or contribute to an adverse patient health effects.